Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex colonic stent was implanted in the rectum to treat a 1.5cm stricture during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous. During the procedure, the stent was deployed successfully; however, the proximal flange of the stent did not expand. The stent remains implanted and a 90mm wallflex colonic stent was placed stent-in-stent to open the proximal flange and the procedure was completed. The physician was comfortable leaving both stents implanted. There were no patient complications reported as a result of this event.